Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 49 mg/dl, 261 mg/dl, and 229 mg/dl within 4 minutes on the compact plus system. Customer delivered 10 units of insulin based on the 229 mg/dl result. No adverse event reported. The alleged product was replaced and requested for evaluation.